Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the lifevest electrodes. The patient described the irritation as a "red rash". The patient reported open sores from scratching. The patient reported using hydrocortisone cream. During follow-up the patient reported that the irritation was not improving and that she wanted to end use of the device.